Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. We were unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents due to constant motor error alarm. We were unable to verify alarm in alarm history screen due to constant motor error alarm. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The customer was hospitalized, but unknown whether it was diabetes related or not. The insulin pump was exposed to MRI directly. The customer stated they were unable to rewind pump. The customer's blood glucose was 7mmol/l. The customer was advised to discontinue use of the pump and revert to back up plan.